Event description:
(B)(4). Abdominal pain and cramping, excessive weight gain, severe bloating, severe constipation, ovarian cysts, severe bleeding during menstruation, changes in periods, vision changes, abnormal discharge, pain in my left side.